Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent foreshortening occurred. The patient presented with acute myocardial infarction and coronary angiography was performed. Vascular access was obtained via the femoral artery. The 90% stenosed, eccentric target lesion with a bend of between 45 and 90 degrees was located in the severely tortuous and moderately calcified mid right coronary artery. After a 0.014" non-bsc guide wire was advanced and pre-dilatation was performed with a 3x9mm semi-compliant balloon catheter, a 3.50x16mm promus element plus stent was deployed in the lesion. Subsequently, post-dilatation was performed with a 3.5x12mm non-compliant balloon catheter. Cine was then performed and it was noted that the stent foreshortened. Another 3.50x16mm promus element plus stent was deployed to cover the lesion and the procedure was completed. No patient complications were reported and the patient's status was stable.